Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump stopped insulin delivery. Customer's blood glucose level was 526 mg/dl which was addressed by administering a manual injection. Reportedly, the customer declined to provide additional information and further troubleshooting with tandem technical support.